Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There were no abnormalities in the accessories used for reprocessing. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned to olympus for evaluation and the evaluation found the following: due to deformation of the flexibility adjustment ring the flexibility adjustment function did not work, the adhesive on the bending section cover had a chip, crack and a white-clouded area, the adhesive around the objective lens and light guide lens had a white-clouded area, the following had peeling; the scope cover, adhesive around the light guide lens and the paint on the air/water cylinder, the objective lens had a crack, the plastic distal end cover and switch 1 had a dent, the connecting tube had a wrinkle, the suction connector had corrosion, switch 4 had wear, the forceps channel port was shaved, the suction cylinder was shaved, and the following had scratches; the connecting tube, universal cord, and switch 1 and 2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had a hardness variable defect. The device was returned for evaluation. During the device evaluation, the following was found: the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: based on the acquired information, it is unknown if the reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the a-rubber could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. - prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.